Event description:
The consumer reported via the manufacturer representative that he couldn¿t get more than two bars during recharging. During the appointment the battery was found to be flipped and they were able to get the battery flipped back over and charging normally. The healthcare professional was planning a pocket revision to open the pocket and put a stitch in the battery to hold it in place. And impedance check and recharger training were done and the issue was not resolved at the time of the report. The indications for use were spinal pain and post lumbar laminectomy syndrome